Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, while the guidewire (subject device) was loaded into the microcatheter, it ¿snapped¿. There was no medical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The transend ex guidewire was received in two fragments. The torque device or the microcatheter used with the guidewire were not returned for analysis. The returned device revealed that the proximal fragment was measured to be approximately 69.0cm in length and the distal fragment was approximately 134.5cm in length. Magnified examination of the fracture site showed that the core wire was fractured. The guidewire was bent at the fracture site. The guidewire was also kinked/bent several places along its length. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent, kinked first and then separated. The guidewire was also kinked at 7.5cm distal to the fractured site. Analysis of the device revealed necking at the fracture site which could indicate a ductile fracture caused by excessive bending and manipulation. Due to the kinks and bends along the length of the corewire and necking at the fracture site, it is probable that the damage to the device was caused by use error since the dfu instructs the user to "exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking." Therefore, a probable cause of use error was assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during procedure, while the guidewire (subject device) was loaded into the microcatheter, it ¿snapped¿. There was no medical consequences to the patient.